Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is sometimes not working, runs out of water, makes noises, smells like it's burning. Patient also alleges choking, difficulty breathing, fatigue and dry mouth from using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the service center visually inspected the device and found no evidence of foam degradation, no voids, no thermal damage found or electrical or thermal stress. During the evaluation, no complaints could be confirmed. The device has been scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is sometimes not working, runs out of water, makes noises, smells like it's burning. Patient also alleges choking, difficulty breathing, fatigue and dry mouth from using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box d and h. The following correction has been updated in this report. Box d: date returned was updated. Box h: device eval. By mfg, evaluation method code grid, evaluation code grid results and conclusion code grid was updated in this report.